Event description:
It was reported through the attorney for the patient, as a result of a legal claim, that allegedly the patient underwent a right hip revision on (B)(6) 2009. It was further alleged that, "the patient is experiencing constant pain as well as difficulty with movement and was revised on (B)(6) 2009." It was further alleged that, "during revision, it was discovered that at least one of the screws had broken, another screw was grossly loose, and the other screws were slightly loose."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The device is not available due to the ongoing litigation. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR # 2249697-2012-00488.